Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Pt was implanted with elevate on (B)(6) 2009. With this surgery, the pt kept her uterus, results looked good for 3 months, then the uterus re-prolapsed. A laparoscopic uterine suspension was done on (B)(6) 2010. During the examination, it was discovered that elevate fixation arm on the patient's left side was exposed in the vagina passing in and out of vaginal wall. The exposed mesh was removed.